Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the cause is defective connection of serial digital interface cable. The event can be prevented by following the instructions for use which state: [3.1 precautions for installation and connection] properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported no image and the presence of an e316 peripheral error. Tac was then connected with a technician at the user facility for trouble shooting. The serial digital interface cable was not connected to the cv-190 or the monitor. Once the serial digital interface cable was installed the image reappeared. The keyboard was connected to the option 1 instead of the keyboard terminal. Also, the maj-1918 remote 3 cable was connected to the keyboard terminal instead of option 1. After the cabling error was corrected the e316 error went away; this method of troubleshooting resolved the reported issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer contacted olympus technical assistance center (tac) with a report that the evis exera iii video system center had no image, and an e316 peripheral error was present. There was no patient involved.